Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 28 x 2.75mm, 85% stenosed, concentric target lesion, containing a <=45 degree lesion bend, was located in the mildly tortuous and mildly calcified proximal left anterior descending (lad) artery. A 2.75x28mm promus element¿ stent was deployed in the vessel. A 2.75x8mm non-bsc nc balloon catheter was advanced in an attempt to post-dilate the stent, however was not able to cross the lesion. An interaction with the stent occurred and it was noted that the proximal end had longitudinal stent deformation. Buddy wire technique was done immediately and dilation was performed. A 3x8mm non bsc stent was then deployed to cover the deformed stent and post dilation was performed with a 3x8mm nc balloon catheter. The procedure was completed and no patient complications were reported. The patient's status was stable.